Event description:
Report received from (B)(6) stating that the device needed service due to hose damage. It is unknown if the event occurred during surgery. It is also unknown if there was any patient or user injury, medical intervention or surgical delay related to the event. The date of event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).